Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that the pump was difficult to turn on after a recent battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed no abnormal power drains. No replace battery alarms were visible in the pump¿s history; however multiple low battery alarms were visible. The battery cap was returned undamaged and was able to secure on to the pump. The pump was able to be exercised with no errors, alarms, or warnings. The current draws were found to be within specifications. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.